Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 17-dec-2025: the instrument had broken cables at the wrist. There was no physical damage. There was no material missing or detached from the portion of the device that enters that patient¿s body. No further information could be provided.